Event description:
Caller (daughter of patient) alleged discrepant results compared with the another point-of-care (poc) device. Results as follows: date: (B)(6) 2012, inratio2: 3.5, poc: 6.0. Time between testing: 1.5 hours. Patient's therapeutic range: 2.5-3.5 inr. Daughter is very concerned because patient is bruising very easily and eyes are very red and bloodshot.

Manufacturer narrative:
Investigation pending.